Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a rise in thresholds. Loss of capture was noted at original output settings. The lead was repositioned.